Event description:
An optometrist reported that a pt who underwent lasik was diagnosed with stage one diffuse lamellar keratitis (dlk) in the left eye, at the one day postoperative visit. The optical steroid drops were increased, and the dlk resolved with treatment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).